Event description:
It was reported that this right atrial (ra) lead was damaged during the extraction procedure of the right ventricular (rv) lead, either from the cutting tool or the laser. During post rv lead removal, testing of the ra lead was performed, the lead impedance were on the 100 ohms range with noise noted on the pacing system analyzer (psa). Subsequently, this ra lead was successfully removed and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).